Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the care giver reported the clamp on the last fill line was left open during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide also instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for an unrelated alarm, a technical service representative (tsr) discovered that a home patient (hp) left the clamp open on the unused last fill line during therapy. The tsr advised the care giver to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.